Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) reviewed the atrial tachycardia (atr) events which appeared to be real atrial fibrillation. Ts recommended thorough lead evaluation with surface ECG and isometrics. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.